Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged power cord. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the visual inspection it was identified that there was a damaged power cord. The cause of the damage is unknown. The power cord was replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.